Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation on the chest and back under the therapy electrodes. The patient applied lotion, ant-fungal, calamine, and benadryl on the skin irritation. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to change / clean the garment more frequently. Additionally, the patient's therapist recommended that the patient apply hydrocortisone to the skin irritation. Follow up indicated that the patient's skin irritation improved upon following the medical professionals' recommendations.